Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: "image has horizontal stripes" and "liquid immersion in bending tube (black water dripping). A definite root cause could not be identified tracing to the device malfunction "liquid immersion in bending tube (black water dripping)". Based on the results of the investigation, the most probable causes of the malfunctions "error code 315 (incompatible scope)" and "image has horizontal stripes" was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had an incompatible scope error e315. The issue occurred during reprocessing. There was no patient involvement.